Event description:
It was reported the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement and prime tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to confirm the excessive no delivery alarm due to the motor error alarms. The pump also had cracked battery tube threads and a cracked reservoir tube lip.